Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat as mildly tortuous, moderately calcified, 90% stenosed, proximal left anterior descending artery. After performing pre-dilatation, a stent was deployed in the lesion. The 3.0 x 6 mm nc trek balloon catheter was being used for post-dilatation of the deployed stent implant; however, the balloon ruptured at 12 atmospheres when inflated for the first time. There was no resistance felt during advancement of the balloon catheter to the lesion. Further post-dilatation was performed with a new balloon catheter. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.